Manufacturer narrative:
Correction - b1 should only have "adverse event" selected.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient present for implant. It was noted that the patient experienced a tension pneumothorax in the left lung while the physician attempted to place the right ventricular lead. The lead had not reached the right ventricle apex and was not fixed to the myocardium. The procedure was canceled, and the patient was treated for pneumothorax and admitted to the hospital for recovery. The physician had not alleged that the lead caused the pneumothorax.